Manufacturer narrative:
UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys vitamin d total gen. 2 assay on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The samples were processed on pre-analytics system prior to running on the e 601 analyzer. The first sample was tested in a cup and initially resulted in a vitamin d value of > 100 ng/ml accompanied by a data flag. The sample was repeated in the same cup, resulting in a value of 22.08 ng/ml. The primary tube of the sample was also repeated, resulting in a value of 22.22 ng/ml. The second sample was tested in a cup and initially resulted in a vitamin d value of > 100 ng/ml accompanied by a data flag. The sample was repeated in the same cup, resulting in a value of 49.34 ng/ml. The vitamin d reagent lot number was 50317501, with an expiration date of 30-sep-2021.

Manufacturer narrative:
A field application specialist confirmed there were bubbles in the reagent pack. The pack was replaced. Calibration and controls run after pack replacement were acceptable.. Patient results were also acceptable. The last calibration performed on 25-mar-2021 was ok and there were no alarms. Calibration signals were as expected. Controls run on 19-may-2021 were within range and controls run on 20-may-2021 were outside of range. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the pack replacement resolved the issue. The following medwatch fields have been updated: d1, d2, d4, g1, g4. Medwatch field d4 UDI number = (B)(4).